Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical service due to diabetic keto acidosis and high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was not known and the current blood glucose was 181 mg/dl. Customer reported symptoms like difficulty in breathing, weakness and vomiting at the time of hospitalization. The customer was treated with intravenous insulin drip for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using the auto mode feature at the time of event. Customer reported that the infusion set had leak. Insulin pump was not communicating and the product was not adhering due to sweating. The insulin pump will not be returned for analysis.